Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for power error. The customer¿s blood glucose was unknown. Customer reported power error detected within 4hrs of troubleshoot the previous occurrence. Customer reported internal power source is unable to charge. The customer was advised and explained the troubleshooting. The insulin pump will be returned for analysis.